Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2014). The patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (05/21/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) canada alleging her one touch verio iq meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2014. The patient stated that the alleged inaccuracy began on (B)(6) 2014 at 8:06 p. M. When she obtained blood glucose result of ¿25.2, 9.9 mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds lfs criteria for precision. It is not known what medication, if any, the patient takes to manage her diabetes. The patient denied taking any action in regards to her normal diabetes management in response to the alleged inaccurate result(s) obtained with the subject meter. The patient claimed, ¿1-2 days prior to contacting lfs¿, she developed symptoms of ¿tired, headache, upset stomach, and not feeling well¿. The patient stated she self-treated with some chocolate and confirmed she began to feel better within an hour, afterwards. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. Although the patient treated herself with food, there is no indication that the subject meter caused or contributed to a serious injury. The patients reported symptoms do not meet lfs criteria of a serious injury. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs precision criteria.